Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No cracked display window noted, however, the pump had minor scratched display window. No damage noted on the lcd glass noted. No cracked/broken/missing belt clip rail noted. The pump was received with cracked case at the battery tube side, cracked case at the corner of the belt clip rail and cracked battery tube threads extending to the display window. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched display window cover, scratched case, missing serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and retainer knit line damage (cracked retainer). Cosmetic damage was not confirmed at the front of the pump (display window). Damage- cracked display window not confirmed. Cosmetic damage was confirmed at the back of the pump. Damage- cracked case battery tube confirmed (cracked battery tube threads extending to the display window). However, damage- belt clip damage or missing not confirmed. Damage-retainer ring damage confirmed (found during visual inspection). Damage-reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced screen/display window cover, belt clip rail, battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1880 was requested and customer responded the device was returned.